Event description:
New information received notes that based on the patient's current health status, the physician decided not to replace the device. Hv therapies were programmed off and programming changes were made.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the device was found to be at eri after the patient received a large number of hv shocks. Review of the data revealed premature battery depletion due to excessive charging from the device due to patient vt storm and not form any type of battery short. Device replacement is planned.